Manufacturer narrative:
This is one event (death) of two events for the same pt involving two separate products; associated MDR #1225714-2014-00387.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product. Based on the death certificate attached to the lawsuit, the decedent also experienced cardiovascular event on (B)(6) 2012. Additionally, the certificate of death was provided indicating the immediate cause of death was cardiac arrest underlying causes were ventricular fibrillation and heart attack.